Event description:
The managing physician wanted the pump turned down due to the patient¿s ¿other medical issues¿. The patient had been in the intensive care unit with other issues that were not pump related according to the nurse. The patient had a urinary tract infection and they started to hallucinate. The physician thought the baclofen ¿may be causing this¿. The patient was reprogrammed. The patient¿s status was alive and without injury. The medication infused was lioresal 159.9 mcg/day.

Event description:
A healthcare provider later reported that they had not seen the patient and since ¿that date¿ the patient had passed away. The healthcare provider later reported that they the patient was not under their care at the time of the reported event. The last time they saw the patient was in (B)(6) 2013 for a pump refill. They thought the patient was being seen at a nursing home or home care at the time of the event, but they were not sure what doctor was seeing the patient. They had no information regarding the patient¿s death or the reported event of uti and hallucinations. The approximated date of death, per the manufacturer¿s device registry, is (B)(4) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter: product ID 8709, lot# j11269r37, implanted: (B)(6) 2002. Product type: catheter. (B)(4).